Manufacturer narrative:
Reported event of under-sensing could not be confirmed. Visual inspection noted the outer was stretched out of specification and found no anomaly on the inner helix. The outer helix elongation is consistent with having occurred during specification. Analysis performed, including a sensing test, found no anomaly contributing to reported event of under-sensing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that under-sensing was noted due to p wave amplitude variation.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the right atrium leadless pacemaker (ralp) exhibited p-wave amplitude variation. Upon x-ray, the ralp was found to be dislodged in the left internal iliac vein. The dislodgement was suspected to be associated with slightly decreased impedance, suggesting that insufficient tip pressure may have been present during the initial implant procedure. The ralp was successfully retrieved and removed. There were no patient consequences.